Event description:
The manufacturer received information alleging a ventilator's parameters could not be adjusted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.